Event description:
It was reported that a motor stall occurred on 2014 (B)(6), without any possible emi (electromagnetic interference) root cause. The stall never recovered, and on 2014 (B)(6) at 16:12, a ¿stopped pump duration may exceed tube set¿ alarm was recorded in the pump logs. The patient experienced less than 50% therapy relief associated with the event. As a result of the event, hospitalization, replacement, and medical intervention were required; medical intervention included oral medication. No diagnostic testing or troubleshooting was performed as it was reported to have been ¿not required.¿ it was noted that the physician was advised to program the pump to a minimum flow rate, and to schedule a replacement. The product issue was not resolved, nor was the cause of the issue determined. The pump was to be explanted and returned. As of 2014 (B)(6), the patient was alive with no injury. The pump was being used to deliver lioresal. It was further reported that, as of the (B)(6), the time until eri (elective replacement indicator) was 15 months; and was noted the pump age was approximately 6 years. As of 2014 (B)(6), the patient was doing fine, following replacement on 2014 (B)(6).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed pump motor gear train anomaly corrosion and/or wear and/or lubrication. Additionally, a pump motor gear train anomaly of stall due to shaft-bearing was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.